Event description:
The patient was implanted with a herniamesh t-sling ts05 lot not available on (B)(6) 2008. Many years later the patient has suffered chronic pelvic and vaginal pain, pain during intercourse, stress urinary incontinence, mesh erosion and extrusion, bowel problems, neuromuscular problems, infections, and need for additional surgery. No further information has been provided.